Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Additionally, it was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. A root cause could not be determined. Transmitter was replaced to resolve the issue. No additional patient or event information was available.